Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium') and device expulsion ('migration of essure device location of device: uterus/ he left and right cornea extending into the lumen of the bilateral fallopian tubes') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation. Concurrent conditions included abdominal pain, malaise, discomfort, leiomyoma nos, nabothian cyst, cyst, adenomyosis, dysfunctional uterine bleeding, chickenpox, hyperthyroidism, migraine, nausea, vomiting, urination difficulty, hypertension, menometrorrhagia and foreign body in uterus, any part. Concomitant products included azithromycin (zithromax), cefazolin, dexamethasone, fentanyl, glycopyrronium bromide (glycopyrrolate), hydromorphone, hyoscine (scopolamine), ibuprofen, ketorolac, lidocaine, liothyronine sodium (cytomel) from 2018 to 2019, midazolam, neostigmine, ondansetron, propofol, rocuronium and serotonin since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain ("pain chronic widespread pain"), perineal pain ("pain"), pain ("body aches") and myalgia ("pain all over muscles"). In (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: hives"). In june 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type:bloating") and diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. In (B)(6) 2019, the patient experienced post procedural haemorrhage ("more bleeding post op"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), seasonal allergy ("hightened allergic reactions to seasonal allergies, and animals"), allergy to animal ("hightened allergic reactions to seasonal allergies, and animals"), abdominal pain ("abdominal pain"), pain in extremity ("painful and walking or anything touching my foot is excruciating"), autoimmune disorder ("autoimmune issues"), lymphadenopathy ("lymph nodes are sensitive and swell"), depression ("depression") and migraine ("migraine") and was found to have hormone level abnormal ("shift in hormones"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, perineal pain, pain, vaginal haemorrhage, urticaria, myalgia, abdominal distension, diarrhoea, allergy to animal, hormone level abnormal, pain in extremity, autoimmune disorder, lymphadenopathy, post procedural haemorrhage, depression and migraine outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved and the seasonal allergy and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, allergy to animal, autoimmune disorder, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, hormone level abnormal, lymphadenopathy, menorrhagia, migraine, myalgia, pain, pain in extremity, pelvic pain, perineal pain, post procedural haemorrhage, seasonal allergy, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: diarrhea, menorrhagia, vaginal discharge, pelvic pain, bloating, rash, abnormal bleeding, hives". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium') and device expulsion ('migration of essure device location of device: uterus/ he left and right cornea extending into the lumen of the bilateral fallopian tubes') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation. Concurrent conditions included abdominal pain, malaise, discomfort, leiomyoma nos, nabothian cyst, cyst, adenomyosis, dysfunctional uterine bleeding, chickenpox, hyperthyroidism, migraine, nausea, vomiting, urination difficulty, hypertension, menometrorrhagia and foreign body in uterus, any part. Concomitant products included azithromycin (zithromax), cefazolin, dexamethasone, fentanyl, glycopyrronium bromide (glycopyrrolate), hydromorphone, hyoscine (scopolamine), ibuprofen, ketorolac, lidocaine, liothyronine sodium (cytomel) from 2018 to 2019, midazolam, neostigmine, ondansetron, propofol, rocuronium and serotonin since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2012, the patient experienced fatigue ("fatigue"). In (B)(6) of 2012, the patient experienced pelvic pain ("pain chronic widespread pain"), perineal pain ("pain"), pain ("body aches") and myalgia ("pain all over muscles"). In (B)(6) of 2012, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) of 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping). In (B)(6) of 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type:bloating") and diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"). In (B)(6) of 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse). In (B)(6) of 2018, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. In (B)(6) of 2019, the patient experienced post procedural haemorrhage ("more bleeding post op"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), seasonal allergy ("hightened allergic reactions to seasonal allergies, and animals"), allergy to animal ("hightened allergic reactions to seasonal allergies, and animals"), abdominal pain ("abdominal pain"), pain in extremity ("painful and walking or anything touching my foot is excruciating"), autoimmune disorder ("autoimmune issues"), lymphadenopathy ("lymph nodes are sensitive and swell"), depression ("depression") and migraine ("migraine") and was found to have hormone level abnormal ("shift in hormones"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, perineal pain, pain, vaginal haemorrhage, urticaria, myalgia, abdominal distension, diarrhoea, allergy to animal, hormone level abnormal, pain in extremity, autoimmune disorder, lymphadenopathy, post procedural haemorrhage, depression and migraine outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved and the seasonal allergy and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, allergy to animal, autoimmune disorder, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, hormone level abnormal, lymphadenopathy, menorrhagia, migraine, myalgia, pain, pain in extremity, pelvic pain, perineal pain, post procedural haemorrhage, seasonal allergy, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: diarrhea, menorrhagia, vaginal discharge, pelvic pain, bloating, rash, abnormal bleeding, hives". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: events added- post procedural haemorrhage, lymphadenopathy, autoimmune disorder, pain in extremity and hormone level abnormal, depression, migraine. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium') and device expulsion ('migration of essure device location of device: uterus/ he left and right cornea extending into the lumen of the bilateral fallopian tubes') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation. Pregnancy test confirmed negative: yes. Patient premeditated with nsaid: no. Patient premeditated with antibiotic: yes antibiotic type and instruction: zithromax 250mg. Tablets: take two tablets with dinner and two tablets with breakfast the following morning. Lmp: (B)(6) 2013. Cycle day: 7. 6. Patient has stopped bleeding: yes. Concurrent conditions included abdominal pain, malaise, discomfort, leiomyoma, nabothian cyst, cyst, adenomyosis, dysfunctional uterine bleeding, chickenpox, hyperthyroidism, migraine, nausea, vomiting, urination difficulty, hypertension, menometrorrhagia and foreign body in uterus, any part. Concomitant products included azithromycin (zithromax), cefazolin, dexamethasone, fentanyl, glycopyrronium bromide (glycopyrrolate), hydromorphone, hyoscine (scopolamine), ibuprofen, ketorolac, lidocaine, liothyronine sodium (cytomel) from 2018 to 2019, midazolam, neostigmine, ondansetron, propofol, rocuronium and serotonin since 2013. On 5-jun-2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain ("pain/ chronic widespread pain"), perineal pain ("pain"), pain ("body aches") and myalgia ("pain all over muscles"). In december 2012, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type:bloating") and diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), seasonal allergy ("heightened allergic reactions to seasonal allergies, and animals") and allergy to animal ("heightened allergic reactions to seasonal allergies, and animals"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, perineal pain, pain, vaginal haemorrhage, urticaria, myalgia, abdominal distension, diarrhoea and allergy to animal outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the seasonal allergy and fatigue was resolving. The reporter considered abdominal distension, allergy to animal, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, myalgia, pain, pelvic pain, perineal pain, seasonal allergy, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: diarrhea, menorrhagia, vaginal discharge, pelvic pain, bloating, rash, abnormal bleeding, hives. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs and mr received. Injury nos replace with new events: abnormal bleeding (vaginal, menorrhagia), hives, migration of essure device location of device: uterus, dysmenorrhea (cramping), dyspareunia, pain, vaginal discharge, fatigue, bloating, chronic diarrhea, partial expulsion of device were added. Embedded device from mr were added. Outcome of the events allergic hypersensitivity, cramping, heavy bleeding, fatigue, dyspareunia, vaginal discharge were updated. New reporters added, plaintiff's information updated. Date of insertion updated and removal added. Medical history, concomitant conditions and drugs were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the myometrium') and device expulsion ('migration of essure device location of device: uterus/ he left and right cornea extending into the lumen of the bilateral fallopian tubes') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation. 1. Pregnancy test confirmed negative: yes 2. Patient premeditated with nsaid: no 3.patient premeditated with antibiotic: yes antibiotic type and instruction: zithromax 250mg tablets: take two tablets with dinner and two tablets with breakfast the following morning. 4, lmp: (B)(6) 2013. 5. Cycle day: 7. 6. Patient has stopped bleeding: yes. Concurrent conditions included abdominal pain, malaise, discomfort, leiomyoma nos, nabothian cyst, cyst, adenomyosis, dysfunctional uterine bleeding, chickenpox, hyperthyroidism, migraine, nausea, vomiting, urination difficulty, hypertension, menometrorrhagia and foreign body in uterus, any part. Concomitant products included azithromycin (zithromax), cefazolin, dexamethasone, fentanyl, glycopyrronium bromide (glycopyrrolate), hydromorphone, hyoscine (scopolamine), ibuprofen, ketorolac, lidocaine, liothyronine sodium (cytomel) from 2018 to 2019, midazolam, neostigmine, ondansetron, propofol, rocuronium and serotonin since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain ("pain chronic widespread pain"), perineal pain ("pain"), pain ("body aches") and myalgia ("pain all over muscles"). In (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type:bloating") and diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), seasonal allergy ("hightened allergic reactions to seasonal allergies, and animals"), allergy to animal ("hightened allergic reactions to seasonal allergies, and animals") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, perineal pain, pain, vaginal haemorrhage, urticaria, myalgia, abdominal distension, diarrhoea and allergy to animal outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge and abdominal pain had resolved and the seasonal allergy and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, allergy to animal, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, myalgia, pain, pelvic pain, perineal pain, seasonal allergy, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: diarrhea, menorrhagia, vaginal discharge, pelvic pain, bloating, rash, abnormal bleeding, hives". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Event" abdominal pain" was added. Event" pelvic pain outcome was updated to recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.